Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. A device replacement would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.